Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was reported to be as follows: aortic neck diameter was 30-31mm and length of 26mm. Maximum aneurysm diameter was 75mm and length of 166mm. Diameter of distal aneurysm above aortic bifurcate was 30mm. Right iliac diameter above the hypogastric artery was 13-14-15mm and length of 51mm. Left iliac was 14-16-15mm and length of 43mm. Left iliac was calcified. Right and left femoral diameters were 9mm and 10mm respectfully. It was reported that the procedure started with an open repair of an aneurysm from the anastomoses of a venous graft placed years ago at the left femoral artery. After this, the evar procedure started to treat a 75 mm aaa without thrombus but little calcification. The infra renal neck was 55 degree angulated. The neck was 26 mm long. It was reported that the bifurcated stent graft was deployed. However, it was noticed that the graft came more caudal than was intended. The physician was trying to push the whole device up in the hope to get a better position of the main body. It was not successful to push the stent up after it came lower than it was intended. (Per the physician: this is very difficult when the stent is already deployed till the ipsilateral stent, including the angled neck in this case) the stent was too low and caused an endoleak; probably was induced by the placement. It was decide to place a cuff. It was observed that there was a lot of tension on the system, because we saw that the device followed/bend in the aneurysm sac and the stents at the level of the angulation of the neck became more together. When it was clear that this didn't work, it was decided to deploy the suprarenal stent. After deploying the suprarenal stent, it was observed that the spindle jumped a little bit up above the stent. When the supra renal stent was released by turning up the tip capture, it was observed that the spindle came above the level of the supra renal stent, it looks like the tension that was probably still on the device. Then it was observed that two of the supra renal stents who were adjacent were entangled - three were nicely deployed. The physician deployed the ipsilateral limb and also placed an extension. The contralateral limb was successfully placed. The physician tried to disentangle the supra renal stents with a balloon but this didn't work. An angiogram confirmed a type I endoleak. It was decided to place an aortic extension cuff, which went well. In the final angiogram the endoleak was gone. The procedure was ended and the patient went to the intensive care. No additional clinical sequelae were reported and the patient is fine. Evaluation summary: there were kinks on the sheath at 55mm from the edge of the graft cover and a group of kinks at 145-150mm. There was corresponding damage to the spiral cut tubing at 150mm from end on spindle, likely due to over torquing and vessel anatomy. There were severe kink at 4mm and 20mm from the string relief. The wheel is 5mm from the starting position. The external slider handle was retracted 4mm. There was a 6mm gap between the tip and graft cover. Graft cover could retract normally when the slider was retracted. When the slider and backend wheel were retracted completely back, there was still a 1mm gap. A guidewire would not pass at the kink point on the strain relief. Tip release mechanism appears to work normally. Evaluation of the delivery system found no evidence the device contributed to the event. Vessel anatomy and over torquing of device as well as procedure context might have been fac tors. A review of returned angio images at implant show that the proximal neck appears very angulated and tortuous. Prior to deployment the tip is biased against the right renal artery orifice; the stent graft is positioned just below the renals. The ipsilateral limb is deployed to the contralateral gate; however, the stent graft has moved down out of the neck, approximately 10mm below the renals. The suprarenal stents are released within the lower section of the neck (images during suprarenal release and tip recapture were not provided). The two adjacent stents on the right side appear to be possibly entangled; the other 3 stents are clearly not entangled. There is an endoleak seen on the left side of the aaa, near the bifurcate flow divider.

Manufacturer narrative:
Method: (film evaluation). Results: inherent risk of procedure (stent graft misplacement, endoleak). Patient's condition affected effectiveness of device (tortuous proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous proximal neck).